Event description:
It was reported that shaft break occurred. A 4.00x8mm promus premier¿ stent delivery system (sds) was selected; however, it was noted that the shaft of the device was broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).